Event description:
The customer reported via phone call that she went into the pool wearing the insulin pump. Customer removed the battery and dried the device. When reinserting the battery, she received a battery out limit alarm and noticed the buttons were not responding. Blood glucose value was 180 mg/dl. The customer also reported she woke up with high blood glucose in the 500 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device alarmed motor error during rewind due to corroded motor home switch. Device was received with blank display due to corroded electronic assemblies. It was unable to test operating currents due to motor error. The insulin pump had minor scratches on lcd window and cracked battery tube threads.